Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Update 10/15/2013: patient was revised to address pain. Update ad 01 may 2018: receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions. Added stem to impacted products due to alleged elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.